Event description:
It was reported that an implant at tooth site # 45 was removed due to a fracture of the implant neck. Procedure was not completed bone density type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.